Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during interrogation the pulse generator exhibited lead impedance measurement anomaly. The patient would be monitored.